Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2024. On (B)(6) 2024, a minimal amount of cerebrospinal fluid (csf) leakage was discovered in the connector. Therefore, the physician removed the sensor and stopped monitoring. The sensor was used with cp express monitor (ID 826635) and icp express cable (ID 826636).